Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the customer comment that the ventricular output connector was broken, and therefore it was replaced. Analysis also found that one side bail cover was broken. (B)(4).

Event description:
It was reported the top connection tab on the ventricle side that secures cable is broken off. The device was returned for repair. There was no patient involvement.

Event description:
It was reported the top connection tab on the ventricle side that secures cable is broken off. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).